Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump also had minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube and missing the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal about one week earlier. The customer also reported that the insulin pump had an additional motor-related error alarm. Blood glucose level at the time of the incident was not provided. Customer stated that she was able to clear the alarm and the device was functioning, but she requested a replacement. Customer also reported that the insulin pump's reservoir compartment was cracked and missing a piece. The customer stated that the reservoir was barely being held in place. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.